Manufacturer narrative:
Sorin implemented a field safety notice for disinfection and cleaning of sorin heater cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that biofilm was identified within the sorin heater-cooler system 3t. This issue was discovered by a sorin group field service representative during preventative maintenance. There is no known patient involvement. The service representative replaced the internal tubing of the device according to the preventative maintenance guidelines. A functional test was successfully performed and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As corrective action, fsca 9611109-06/03/15-002-c was released to remind our customers about the importance of adhering to the water management and disinfection procedure outline in the current instructions for use (IFU). Resolved on site by sorin service rep.

Event description:
Sorin group (B)(4) received a report that biofilm was identified within the sorin heater-cooler system 3t. This issue was discovered by a sorin group field service representative during preventative maintenance. There is no known patient involvement.